Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. G4: PMA/510(k): k130520. The actual sample was discarded by the involved facility. The manufacturing record and the shipping inspection record of the actual product and no anomaly was found. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the actual sample could not be obtained, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if the product is dropped during set-up, do not use it. Replace with another device." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when the packaging of the oxygenator was opened in o.t., it was that found the product was unsterile inside corrugated box packing and a part inside the pack found broken. The oxygenator was replaced with a new one. The event occurred pre-treatment. The procedure outcome was not reported. The final patient impact was not harmed.